Manufacturer narrative:
The head holder interface from the device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the head holder interface was seized in an unusable position and was impossible to unlock. The issue was noticed before the patient was rolled into the room so the surgery duration was not impacted. However the surgery was performed without connection between the patient head and the rosa brain device.

Manufacturer narrative:
The investigation indicated that the root cause may be linked a lack of lubrication of the part. This issue was escalated to a CAPA in which root cause was determined to be related to incoming inspection specifications not properly written and the absence of verification of presence of lubricant. The root cause is inadequate work instructions. A replacement mayfield head holder adaptor was provided to site for repair purposes.